Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The device was implanted successfully. In the final check-up with transesophageal echo (tee), a mild pericardial effusion was observed. The patient was taken to the recovery room and after about 40 minutes the patient became hypotensive. An echocardiogram was performed and a moderate pericardial effusion was observed. A pericardiocentesis was performed with 150 cc of blood being removed. The patient was fully stabilized and discharged.